Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
Noise was noted on the right ventricular channel during a follow-up appointment. No intervention has been undertaken to resolve the issue. Additional information was requested but has not been made available.

Event description:
Noise was noted on the right ventricular channel during a follow-up appointment. Episodes of non-sustained right ventricular oversensing were noted at another follow-up appointment. Technical support was contacted and indicated the episodes may be due to myopotentials.